Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that, according to the patient, leakage was observed around the connection. The patient had gone to another hospital to be, "deaccessed," resulting in the unavailability of the component suspected to have caused the leak. Per reporter, a test run had been conducted for a minute, but no leakage had been detected in the tubing or cassette. Reporter stated that the patient pouch also had shown no signs of white powder 5fu. Per reporter, a female luer lock connector had been attached to the end of the administration set, and the luer lock adaptor had been secured to the patient port end, following protocol. No patient harm/adverse event was reported.